Manufacturer narrative:
D9. Is device returned to manufacturer? And date device returned to manufacturer added.

Manufacturer narrative:
Additional information was received and sections b1, b2, b5, and h1 have been updated. Section h6 codes have been updated.

Event description:
A 66-year-old female with a pre-support clinical state consistent with scai shock stage e underwent elective impella 5.5 placement via direct surgical aortic access.. During support, the device functioned as intended at p-3 providing 2.5 l/min flow with d5w sodium bicarbonate purge solution. During weaning from cardiopulmonary bypass, repeated ¿placement signal low¿ alarms were observed, with a noted >40 mmhg discrepancy between aortic and radial arterial pressures. Despite continuous alarms, device positioning was confirmed by tee at 5.1 cm from the aortic valve annulus in the mid-ventricular space with key anatomical landmarks visualized, and the pump was assessed to be in good position; the placement signal was subsequently disabled on the aic. The device was not removed due to the alarm condition. The impella 5.5 was explanted. Post-explant, the patient developed neurological symptoms and was diagnosed with an embolic middle cerebral artery (mca) stroke with unsuccessful embolectomy. The embolic stroke event was reported as attributed to the impella device, although a definitive causal relationship cannot be confirmed from the information provided. The patient survived explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced placement signal low alarms during weaning from cardiopulmonary bypass. Proper pump placement was confirmed via transesophageal echocardiogram. The alarm was disabled and the patient survived.